Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault and driveline communication fault alarms, as well as the modular cable being stuck in the system controller, were all confirmed. The provided and extracted event log files were reviewed, collectively containing data spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp and (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Backup battery fault alarms were intermittently observed throughout the data correlating to fault flags that indicated that the battery has passed its expiration date. A few driveline communication fault alarms were also observed, beginning on (B)(6) 2023, correlating to fault flags that indicated the controller was unable to properly communicate with the pump¿s comm a line. The patient¿s driveline was disconnected on (B)(6) 2023 at 12:48 to conduct the reported controller exchange. The provided and extracted periodic log files were also reviewed, recording events at approximately ~24 hour intervals. Within the periodic data, the backup battery fault alarms caused by the battery being expired were observed to become active sometime between (B)(6) 2022 at 9:26 and (B)(6) 2022 at 9:26 and remained active in the periodic data until the event recorded on (B)(6) 2023 at 9:17. The returned system controller (serial number (B)(6)) was returned with the modular cable, lot number 7171212 (evaluated under MFR # 2916596-2023-00825), stuck in the bulkhead assembly. The controller was also returned without a backup battery. The mod cable was initially unable to be removed by pressing the release button, as the button would not depress. Upon being connected to a mock loop, a driveline communication fault alarm became active; however, the controller was able to operate the mock loop. The controller was opened and inspected at a component level. A significant amount of fluid ingress and rust was observed within the controller¿s housing, affecting most of its pcb components, lcd screen, and internal connections. A few of the controller¿s internal connections became damaged upon being disconnected and manipulated. The bulkhead assembly was removed, and excessive force was applied to the release button¿s assembly in order to remove the mod cable; fluid was also observed within the bulkhead assembly and within the release button after this removal. Due to the damage caused to the controller during this process, and due to the extensive damage initially observed within the controller, further functional testing was not performed. The root cause of the backup battery fault alarms appeared to have been the backup battery being in use beyond its expiration date. The fluid ingress/rust within the controller and bulkhead assembly was determined to be the cause of the driveline communication fault alarm and the controller¿s mod cable release button becoming stuck; however, the root cause of the fluid ingress was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 instructions for use (IFU) (rev. G, section 2 ¿system operations¿) instructs users that backup batteries will expire 36 months after their manufacture date. Users are encouraged to replace their backup battery before expiration, or if prompted by a battery fault alarm. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline communication fault resolved after exchange of the controller and modular cable. No driveline power faults were recorded.

Event description:
It was reported that when log files were downloaded for evaluation, a driveline communications fault appeared. The driveline alarm was cleared via the system monitor, however it reappeared immediately. The controller and modular cable were exchanged. After the exchange the driveline power fault resolved. The modular cable was unable to be removed from the controller. The patient was stable. Modular cable MFR # 2916596-2023-00825.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6). Initial reporter email: (B)(6).